Manufacturer narrative:
(B)(4). A follow up report will be filed upon completion of the investigation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
While inserting the connectors, the connectors broke off.

Manufacturer narrative:
(B)(4). Two (2) conn o/o sd top ntch 5.5x5.5 t was returned for evaluation. Visual examination of the two (2) connectors revealed that the one side of the section that holds the set screw is broken and bent. It was also noted that the drive features of the associated set screws are deformed and show signs of extensive usage. A review of the device history record was conducted. No issues were identified during the manufacturing and release of this product that could have contributed to the problem reported by the customer. A trend analysis was conducted. No emerging trends were found requiring further actions. A definitive root cause for the conn o/o sd top ntch 5.5x5.5 being broken intra-operatively cannot be determined. However, a potential root cause may be excessive bending force inadvertently placed on the connector while applying a set screw to a degree that causes breaking the part of the connecter. As there has been no issue identified in the manufacturing or release of the device that could have contributed to the problem reported by the customer and no systemic trends requiring immediate action have been observed, this complaint file will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.